Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room on (B)(6) 2019 due to hyperglycemia with blood glucose level above 362 mg/dl at time of incident. The customer¿s other blood glucose level was above 126 mg/dl and 422 mg/dl. The customer was treated with insulin drip and saline for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The customer also reported that high pressure test passed. The insulin pump and the reservoir will not be returned for analysis.